Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pains") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping"), dysgeusia ("metal taste in her mouth") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, abdominal pain lower, dysgeusia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 05-jan-2018: new reporter added. New events added: cramping, excessive bleeding, a metal taste in her mouth and pain during intercourse. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pains/pain") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included arthritis and depression. Concurrent conditions included amenorrhea, cervicitis and anxiety. Concomitant products included baclofen, ibuprofen, meloxicam, meloxicam (mobic), oxycocet (percocet), paracetamol (acetaminophen) and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("pain / lower back") and pain ("pain"). On (B)(6) 2013, 1 month 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia and pain was resolving and the genital haemorrhage, menstrual disorder, abdominal pain lower, dyspareunia, dysmenorrhoea, dysgeusia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : outcome updated of the event vaginal haemorrhage and menorrhagia. Events onset date added. Historical condition and concomitant drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pains/pain") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included amenorrhea, cervicitis and anxiety. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain ("pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain and pain was resolving and the genital haemorrhage, menstrual disorder, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysgeusia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received: reporters details added. Event added as lower back pain, general body pain, depression, mental anguish. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pains/pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included arthritis and depression. Concurrent conditions included amenorrhea, cervicitis and anxiety. Concomitant products included baclofen, hydrocodone bitartrate;paracetamol (norco), ibuprofen, meloxicam, meloxicam (mobic), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). In 2013, the patient experienced back pain ("pain / lower back") and pain ("pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, vaginal haemorrhage, menorrhagia and pain had resolved and the abdominal pain lower, dyspareunia, dysmenorrhoea, dysgeusia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain, bleeding, psych injury concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pains/pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included arthritis and depression. Concurrent conditions included amenorrhea, cervicitis and anxiety. Concomitant products included baclofen, hydrocodone bitartrate; paracetamol (norco), ibuprofen, meloxicam, meloxicam (mobic), oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("pain / lower back") and pain ("pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure. In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems (condition: mental anguish") and depression ("psychological or psychiatric problems (condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menstrual disorder, vaginal haemorrhage, menorrhagia and pain had resolved and the abdominal pain lower, dyspareunia, dysmenorrhoea, dysgeusia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain, bleeding, psych injury concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event: "persistent pelvic pain/ pelvic pains/pain , persistent pelvic pain/ pelvic pains/pain, pain / lower back , menstrual bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain" updated as recovered based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pains/pain") and genital haemorrhage ("excessive bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included amenorrhea and cervicitis. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), abdominal pain lower ("cramping") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, abdominal pain lower, dysgeusia, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: events per pfs: abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device.). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.